Manufacturer narrative:
(B)(4)..evaluation summary:the reported issue of burnt odor was not confirmed. The device history report did not reveval any issues related to this condition. A service history review revealed no previous service events were related to the reported issue. The cause was determined to be user error.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A patient reported to baxter (B)(4) that the homechoice (hc) machine had caught fire, however, the patient did not see any flames. The home patient (hp) said they smelled burning in the house so they had the emergency electrician come to the house. The looked in the bedroom and found that the plug socket had been all burned, along with the bed clothes and back of bed. Technical services advised the hp to swap the device, however, the hp was adamant that the machine was ok to use. Technical services called the hospital and advised them to advise the hp to not use the machine. The hp said that the cable from the machine to the socket was slack, and that the carpet at the back of the machine was wet. No further information is available. There was no patient injury or medical intervention reported.